Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self testing were performed. The damaged latch roller was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.